Event description:
At the revision the plastic bearing surface of the one-piece cup was found to be loose and had rotated partially out of the metal shell. The metal shell was well fixed with ingrown bone and tissue. Osteotomes were used to cut around outside of shell to remove cup and replace with cluster cupdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.